Manufacturer narrative:
No facility number has been assigned to this report. An examination of the complaint device under magnifying glass was performed and confirmed the presence of a black particle of 0.2mm square in the internal blister. This particle could have been generated by the blister supplier during manufacturing. This particle should have been evidenced during primary packaging operations. This is therefore a human error. During an internal quality meeting, primary packaging technicians will be informed of this incident and will be instructed to be more vigilant during their inspection. In addition, the supplier will be notified of this complaint and will be asked for a corrective action.

Event description:
During routine inspection performed by our distributor in (B)(4), a black particle was evidenced in the internal blister. There was no patient injury as the device never reached the hospital.